Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with debris under the display window and a cracked case at the display window corners.

Event description:
Customer reported issues with the insulin pump. Customer states that the keypad of the insulin pump is being unresponsive. Customer also states that the insulin pump is scrolling out of control. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced. Nothing further reported.